Manufacturer narrative:
A philips authorized service provider (asp) ran a test, and the device showed a speaker malfunction message. It was determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem is the speaker. The reported problem was confirmed. The speaker was replaced to resolve the issue. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the patient monitor efficia cm12 indicating that the sound could not be turned on. The device was in use on a patient at the time of the event. There was no adverse event reported.